Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope, 10 mm, 30°, hd, quick lock, autoclavable had a broken light guide lens. There were no reports of patient harm.

Manufacturer narrative:
Update d8, add returned to manufacturer date (d9), and add manufacturer date (h4). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is excessive force due to the effect of a large mechanical force from a shock, fall, or collision with other equipment. Olympus will continue to monitor field performance for this device.